Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02689 for the other associated device info. Note: the date of event is unk. It was reported to boston scientific corp that three resolution clip devices were used in an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the first two clips would not advance out of the sheath. A third resolution clip device was utilized to complete the procedure. There has been no report of complications or injury as a result of this event. The pt's condition post procedure is reported as fine.